Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.037.022, synthes lot # f-22662, supplier lot # f-22662/pm-20322, release to warehouse date: 28 sep 2017, supplier: (B)(4), no ncr's were generated during production. Visual inspection: the stepped ream f/tfna helic blade+scr f/dh (p/n: 03.037.022, lot number: f-22662) was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip of the device was broken. Additionally, some scratches were observed on the device surface. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed on the complaint device due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed stepped reamer: (current)/ (manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the device was received in broken condition. No definitive root cause could be determined based on the provided information. The potential cause for the complaint condition could be the unintended excessive force applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, the tip of reamer blunt. It was unknown if there was fragment generated. The surgery was completed successfully. There was no patient consequence. This complaint involves one (1) device. This report is for (1) 6mm/9mm cannulated stepped drill bit. This report is 1 of 1 for (B)(4).